Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data appears normal and shows the device was deactivated after first prime. Because the device did not complete second prime, the needle did not deploy. The drive mechanism was inspected and no defects were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula deployed while the needle deployed but did not retract; this indicates a needle mechanism failure occurred. The pod was not worn.